Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing duramorph (dose and concentration unknown). The indication for use was spinal pain. It was reported that a catheter revision occurred. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.